Event description:
It was reported that the intra-aortic balloon (iab) was placed for support for coronary artery bypass graft surgery. The pt was described as having "very tortuous vessels." While in the cath lab, the iab was prepped per instruction. The "insertion went fine and smooth without obstruction or any resistance." When they initiated pumping, the iab did not inflate. The pump pumped twice and then a "high pressure alarm came up." Immediately blood entered in the helium line and the md removed the iab. The md "placed another iab without a problem." There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.